Event description:
It was reported that the patient experienced fluid loss with the ambicor penile prosthesis (app) over time due to worn out tubing. The app was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.